Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck and was difficult to remove. The physician successfully removed the device intact from the patient using a guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection revealed the guidewire exit port was torn.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck and was difficult to remove. The physician successfully removed the device intact from the patient using a guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported.